Manufacturer narrative:
The customer's product has been returned for investigation. A follow-up report will be submitted once all investigation activities are complete. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 63 mg/dl compared to readings of 187 mg/dl respectively obtained on an adc meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 1 day. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed and no issues were observed on sensor patch. Data was downloaded successfully, sensor state 7 with event log 11, 224, 227 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The watermark was observed at the base of the tail indicating the sensor being properly inserted. De-cased the returned sensor and performed visual inspection of the printed circuit board assembly (pcba), no issues were observed. The sensor was unable to be scanned after de-casing. Extended physical investigation and visual inspection has been performed on the returned puck using digital microscope. Damage was observed on the application specific integrated circuit (asic) solder joints, where the asic was completely dislodged which would contribute to the scanning issue. Attempted to scan the returned sensor on the evaluation module (evm), however, that scan failed. The damage observed on the pcba is preventing the evm from communicating with the returned sensor thus smu (source meter unit), poise voltage and temperature test are unable to be conducted. The damage on the pcba, which occurred during de-casing, is the reason for the returned sensor being unable to scan. Ultimately, the dislodged asic is preventing the evm and returned sensor from communicating thus further tests are unable to be conducted on the returned sensor therefore, this issue will be closed to ¿unable to test¿. An extended investigation was also performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. Section h6 (investigation findings) code c20 (no findings available) and d15 cause not established was selected, as adc was unable to perform further testing on the returned device. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 63 mg/dl compared to readings of 187 mg/dl respectively obtained on a adc meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 1 day. There was no report of death, serious injury, or mistreatment associated with this event.